Event description:
It was reported to MFR, by facility, per facility they were in the middle of a resident transfer; resident was up and over his bed, when the main bolt coming out of the top of the scale had broken and resident fell back onto his bed. The cradle did hit the resident in the chest but no injuries were reported. The MFR issued RMA # to get scale and cradle back for eval. Replacement order # was issued to send new scale and cradle to customer. Ims MFR of scale that was placed on the lift has been notified.